Event description:
It was reported that, when released the filter dome looked like a "fish-hook" and could not be deployed. After the dr adjusted the delivery system, the filter could be deployed, but the dome didn't open well. Following placement of the filter the pt experienced pe. The pt had no life threatening consequences and remained in the hospital for observation.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. One x-ray was received for evaluation; however, no conclusion could be made. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) states the following: note: the dome of the filter will normally descend 1-2cm during shape recovery, so that its tip will be lower than its actual position in the introducer before unsheathing. If the vena cava is too small to accommodate the fully centered filter dome, the dome may tilt toward the vena cava wall, or assume a spindle or cone configuration. These variations are functionally effective in undersized lumens. In very small vena cava the simon nitinol filter may form a spindle shape if there is not enough room for the dome to form. In some cases delayed recovery of the filter dome shape may be seen on follow-up films.